Event description:
Infection was reported. The lead was removed and replaced. The lead was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was received, analyzed and analysis results revealed the distal conductor was fractured. It was noted that the distal conductor was distorted, the defibrillation conductor and proximal conductor were cut, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was kinked/buckled, melted and had cosmetic environmental stress cracking. All insulators were breached cut and there were a cosmetic depression of the outer insulation.